Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer reported replacing the power supply and the issue was resolved.

Event description:
It was reported that the battery on the unit failed to charge. There was no patient involvement. The event date was not specified; estimate used.